Manufacturer narrative:
.

Event description:
It was reported that the patient presented in-clinic with one out of range high voltage lead impedance. However, normal values were confirmed after performing isometrics and pocket manipulation. The device will continue to be monitored.